Manufacturer narrative:
No service was requested and no parts were replaced. Investigation consists of an evaluation of information from the hospital and received partial ventilator logs. The hospital explained that the ventilator successfully passed pre-use check on ICU before the transport to the pci lab. The ventilator is thereafter switched to battery operation during the transport. The provided ventilator logs shows that ventilation then was started in the pci lab in pressure controlled ventilation mode where the resulting volume depends on the set pressure level. The patient category was set to infant giving lower allowed pressure levels than in adult category. Several alarms for inspiratory tidal volume over range and inspiratory flow over range are registered throughout the whole ventilation. This is due to that in infant category, the allowable inspiration flow range is exceeded and the set maximum airway pressure is not sufficient to deliver the required volume for the adult patient. The ventilator passed pre-use check prior and after the event, indicating no ventilator malfunction. Per design, the change of patient category needs to be confirmed by pressing a yes button on the screen. On the user interface screen, the chosen patient category is displayed with different symbols for adult and infant. Changing the patient category affects, among other settings, the pressure and flow regulation. According to the user¿s manual, the alarm settings should always be checked after changing the patient category. Our conclusion is that the cause of the incident was that the user did not check ventilation settings and that the ventilator was set to incorrect patient category. There is no ventilator malfunction.

Event description:
(B)(4).

Event description:
It was reported that during patient transportation, the ventilator alarmed for limited pressure. There was no patient harm. (B)(4).